Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for needle clog. Unable to perform DHR check due to an unknown lot number for needle clog. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customers indicated failure (bent no patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related. The non patient end of the cannula bent during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that at least one unspecified bd needle was unable to deliver medication. The following information was provided by the initial reporter: material no: unknown, batch no: unknown, needle(s) blocked.